Event description:
The patient reported that the up arrow and down arrow keypad buttons have been intermittently unresponsive for the past few months. She noted that the buttons no longer click and spring back when pressed. The patient denied physical damage to the keypad; denied exposing the pump to moisture; and stated that she wears the pump in her pocket.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts.